Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, atrial lead noise resulting in false automatic mode switching episodes were observed. Technical support reviewed the device printouts and external electromagnetic interference (emi) or lead damage was suspected. Further information was requested but not received. The patient was stable.